Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. Customer's blood glucose level was around 400 mg/dl and 600 mg/dl. The customer's endocrinologist was going to put her on syringes for now. Customer's blood glucose level was 601 mg/dl and she took a correction bolus hoping it would bring it down. However, it did not and she then gave herself a manual correction. The manual correction worked for a few hours but then it shot back up to 545 mg/dl. Her doctor told her the insulin pump was malfunctioning. She was unable to download the insulin pump and was unable to print up the proper settings. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.